Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device or additional information is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coating on the guidewire came off when they used the insertion aid, and it practically peeled off. Another guidewire was used to complete the procedure. The patient is ok.